Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending.once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for 1 colony forming units (cfus) of micrococcus sp on (B)(6) 2024. The scope also tested positive for more than 150 cfu of sphingobium yankikuyae on (B)(6) 2024. The scope tested positive for more than 150 cfu of sphingobium yankikuyae and 2 cfu of micrococcus sp and staphylococcus sp on (B)(6) 2024. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information, results of third party testing, the device evaluation and the legal manufacturer's final investigation results. Olympus provided the following result of the culture test performed at the third party labs: -test was conducted on (B)(6) 2024 , and no microorganism was detected. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history review found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU), the results conformed to the regulation's recommendation. The following is included in the device IFU: ·chapter 6 compatible reprocessing methods and chemical agents. ·chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.